Manufacturer narrative:
Device evaluated by MFR: the device was received for analysis. An examination of the returned device found a break in the shaft. The break was located at 69.3cm distal to the strain relief. An examination of the break site found that the shaft was stretched at the site of the break. This type of damage is consistent with excessive force being applied to the delivery system during device use. The distal section of the break site, including the balloon and crimped stent sections were not received for analysis. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left femoral artery. A 6fr 11cm non bsc introducer sheath was advanced. After a .035 guide wire crossed the lesion, a 8.0x40x75cm express® ld iliac / biliary stent was deployed properly in the correct position using appropriate atmosphere. Negative pressure was applied and during withdrawal of the balloon, it became stuck inside the sheath. When the physician tried to pull out the device, the shaft broke off from the delivery system within the introducer sheath. The physician removed and replaced the sheath. Fluoroscopy was performed to make sure all of devices were removed. No patient complications were reported.

Manufacturer narrative:
(B)(4). Age at time of event: 80's. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left femoral artery. A 6fr 11cm non bsc introducer sheath was advanced. After a .035 guide wire crossed the lesion, a 8.0x40x75cm express ld iliac / biliary stent was deployed properly in the correct position using appropriate atmosphere. Negative pressure was applied and during withdrawal of the balloon, it became stuck inside the sheath. When the physician tried to pull out the device, the shaft broke off from the delivery system within the introducer sheath. The physician removed and replaced the sheath. Fluoroscopy was performed to make sure all of devices were removed. No patient complications were reported.